Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed change sensor and a calibration error was received. The customer's blood glucose reading was over 400 mg/dl at the time of incident. Troubleshooting advised customer on calibration technique and to remove and change sensor. The customer was advised that the device would be replaced and to return the product for analysis.